Event description:
It was reported that the t:slim x2 insulin pump's battery would not charge, and several troubleshooting steps, including using different wall adapters and charging cables, did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin.